Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 15 may 2025, it was reported by a sales representative via email that an ar-1588rt-2j, tightrope â® ii rt with deploying suture was reported to have failed during use. This occurred on (B)(6) 2025, during an acl procedure. It was reported that it snapped during graft cinching to bone tunnel. The case was completed successfully using an acl btb tightrope to reload the graft onto a tightrope and implanted with success. There was case involvement.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces.